Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The stenosed target lesion was located in the severely tortuous right coronary artery (rca). A 28 x 3.00mm taxus liberté was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The fifth stent strut row from the distal end of the stent had two stent struts stretched and bent. The distal tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent and tip damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).